Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 20:36:52. During night drain cycle five, the patient's ultrafiltration reading was 1700ml, indicating the home patient (hp) drained 1700ml more than their maximum programmed fill volume of 2500ml. No additional information is available. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is currently in progress. A follow-up will be sent when the evaluation is complete or if any additional information is received.

Manufacturer narrative:
(B)(4). This report was opened in error and is a duplicate report. All evaluation information can be found in the master report number: 1423500-2012-01897.